Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual analysis revealed that from 39.5cm to 40cm distal to the is 4 connector pin all conductor coils were found fractured, which is assumed to be the root cause of the reported high pacing impedance and oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages such as deformed conductor coils (approx. 29cm distal to the is 4 connector pin), most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patients lv lead impedance has been fluctuating between 1000 and >3000 ohms multiple times over the past month. Patient was brought into the clinic and lv impedance out of range was reproducible in specific lv arm positions. Patient also is reported as having baseline noise during postural testing on the lv lead. Clinic advised, doctor to be consulted. Device remains implanted.